Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) from bipolar to monopolar due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 3000 ohms. The pacing impedance and capture measurements were stable with monopolar, but when the vector was switched back to bipolar, loss of capture was observed, and the impedance measurement was high again. It was suspected that the lead was fractured by the ring. Subsequently, this pacemaker was explanted and replaced and the rv lead was capped/deactivated and a new rv lead implanted. No additional adverse patient effects were reported.